Event description:
A report was received that the patient was hospitalized due to suspected discitis. The patient underwent an explant procedure.

Event description:
A report was received that the patient was hospitalized due to suspected discitis. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the physician did not believe that the discitis was device or procedure related.